Event description:
The user facility reported that during a laparoscopic procedure, the "gold insert" of the distal end of the sonosurg scissors broke inside the pt. All pieces were reportedly retrieved by an unk means. Olympus has followed up with the user facility via telephone and in writing to gather additional info regarding the event, however, no further info was provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval, and the location of the device is unk. If the device is received at a later date, or if further significant additional info is obtained, the report will be updated. The cause of the user's experience could not be determined. This report is being submitted as a medical device report in an abundance of caution.